Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer states the insulin pump was not dropped. The customer states there were not unattended alarms. The customer states the battery cap was not loose or damaged. The replacement insulin pump will sent to the customer. Insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The insulin pump passed displacement test, sleep current measurement, active current measurement and self test.